Event description:
Donor blood received on friday was component processed on friday and serological tests performed on the following monday. The component process data was entered at the same time as serological which resulted in a component with a positive serological test was not quarantined.